Event description:
On (B)(4) 2012, the reporter/pharmacist contacted lifescan (B)(4) on behalf of the patient alleging that a one touch verio meter read inaccurately erratic. The reporter reported blood glucose results of '17.1, 26.1, and 33.3 mmol/l' with a lifescan meter, performed within an unspecified time from each other. The results of "17.1 and 26.1 mmol/dl" were actually performed 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision testing. The reporter denied that the patient developed any symptoms or received medical intervention because of the alleged issue. The reporter was walked through a control solution test that failed. Replacement test strips and a meter were sent. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter alleged that the meter read inaccurately erratic and reported results that exceed lifescan's criteria for precision testing. However, there is no evidence that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on [pa date testing completed] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012) - device evaluation: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. The subject meter was also returned to lifescan on (B)(4) 2012. However, at this time the evaluation of the meter has not been completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.